Event description:
Rn noted 100 ml bag infusing at 1933 at 0.5 mg/hr = 0.1 ml/hr. Received call from family at 2130 that 100 ml bag was empty. Upon assessment by rn 2215, bag was empty, pump settings indicate correct settings, no evidence of leakage or fluid any around pt. Coroner report shows pt had 100 ml = 500 mg dilaudid in her blood stream. Pump event log shows 0.0 ml infused even upon priming, bolus and infusion. Pump returned to distributor then to MFR for further evaluations.